Event description:
Customer reported feeling low and drinking a mountain dew. At 12:04 pm, device = 212 mg/dl. Customer felt ill. Emergency medical technician (emt) arrived within 30 minutes. Emt device = 63 mg/dl. At 12:19 pm, customer's device = 224 mg/dl. Emt gave customer glucose tablets. No controls were used. A request was made for return product and replacement product was sent.